Event description:
It was reported that a patient presented remotely with over-sensing of noise noted on the patient's implantable cardioverter defibrillator. No intervention was reported. The patient was stable throughout.